Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that the patient experience abdominal pain, and hernia.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) ¿ surgical intervention. It was reported that patient underwent mesh removal on (B)(4) 2014.

Manufacturer narrative:
Date sent to FDA: 3/27/2019. Additional narrative: it was reported that she experienced pain, skin irritation, discoloration, dislodging of mesh and lopsided stomach.

Manufacturer narrative:
Date sent to FDA: 4/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/21/2020.